Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Additional litigation papers allege patient had permanent and painful injuries; and wrongful death after asr hip implant. Although wrongful death is claimed in the litigation, no information regarding the death was provided. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Event description:
Litigation alleges pt has suffered injuries and damage from metal-on-metal wear, which has resulted in his having elevated levels of chromium and cobalt in his system. Pt is a resident of ga.